Manufacturer narrative:
This supplemental report is being submitted to provide additional information about the event and the approved final investigation. Updated fields: a2, a3, b1, b2, b5, g3, h1, h2, h4, h6, h11. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the issue occurred during an endoscopic right tympanoplasty. It took approximately 45 minutes to detect the problem, after which the endoscopic tower was changed. The patient was under general anesthesia at the time and the patient's anesthesia was prolonged. There were no reports of patient harm.

Event description:
It was reported the camera head does not display an image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.